Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Inward damage to the bottom portion of the grip where it connects to the barrel causing the partial needle retraction was also observed. The needle was repositioned to the out position and a simulated use test was performed by pressing the safety activation button. The retraction was unsuccessful as the damage on the grip inhibited full retraction. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6266547. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A formal CAPA has not been initiated, however, a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Did not retract after injection. There was no report of injury or medical intervention.